Manufacturer narrative:
A specific root cause could not be identified.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high ise indirect gen. 2 sodium results for an unknown number of patient samples. The laboratory was contacted by several clinicians questioning sodium results that were too high when compared to the clinical picture for the patients. All samples originally tested on (B)(6) 2017 were repeated and the repeat results were all around 10 mmol/l lower than the initial results. The samples were repeated on another instrument and the same repeat results were received. Specific data was requested but was not provided. All of the erroneous results were auto-validated by the laboratory system and were reported outside the laboratory. There was no allegation of an adverse event. The sodium electrode lot number and expiration date were requested but were not provided.